Event description:
It was reported through a research article that between january 2017 and november 2020 15,931 patients underwent a transcatheter edge-to-edge repair (teer) with a mitraclip. The implanted mitraclip may have caused or contributed to heart failure, renal failure, transient ischemic attack (tia), bleeding, shock, cardiac tamponade, hospitalization, medical intervention, and surgical intervention. Additional information is listed in the article, titled ¿risk factors for early mortality following transcatheter edge-to-edge repair of mitral regurgitation.¿

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review was not performed because this incident was based on an article review and no lot information was provided. Based on available information and the limited information from the article, the cause of the reported shock, cardiac tamponade, heart failure, renal failure, bleeding, and transient ischemic attack were unable to be determined. The reported patient effects of hemorrhage, renal failure, cardiac tamponade, and heart failure, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization, surgical intervention, and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. B3: date of event estimated. D4: the UDI is unknown due to the part/lot number was not provided. D6: date of implant estimated. Literature: article title: " risk factors for early mortality following transcatheter edge-to-edge repair of mitral regurgitation".